Manufacturer narrative:
(B)(4).

Event description:
It was reported that during post implant procedure check up, chest x-ray was performed and revealed the right atrial lead had dislodged. The patient was brought back into the procedure room for lead revision. The lead was repositioned successfully. The patient was in stable condition.